Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. Customer requested part number for the replacement of the backup power source (bps) printed circuit board (pcb). Covidien was not authorized to conduct the repair.

Event description:
It was reported that the battery of an 840 ventilator was unable to hold charge. The ventilator was not in use on a patient at the time the event occurred.